Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the pump black box showed evidence of unexplained power events. The pump battery compartment was found to be intact and the battery cap was able to tighten to the pump appropriately. The pump was exercised for 24 hours without power issues being duplicated. The battery cap was tested and was confirmed to be in specifications. The pump was opened and no moisture or power circuit defects were found.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump no longer has power. The pump is not making any audio sounds: tested sounds with the audio bolus button. The pump is not lighting up, checked with contrast button. The reporter had just noticed this right before calling in. There is no reported damage to the pump or battery housing, and no reported moisture. The battery cap has been replaced within the last 90 days. The patient is on a back-up plan. The pump is being returned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved.